Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information provided to date.

Event description:
It was reported that the pump plunger sensor was not working. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the tamper seal missing. No other external damage was seen. There was evidence of the reported problem (error) recorded in event history log. The reported problem was duplicated. The investigation found that the q1 chip was broken off the plunger printed circuit board, it was glued down but knocked loose again. For corrective action, the plunger printed circuit board was replaced. The root cause of reported problem was unknown. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: correction: d4: model number: 4000.